Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e1, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/04/2024. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in one photograph. Signs of clinical use and no evidence of blood was observed. The delivery device was observed outside the loading device with the seal in a deployed state. The white plunger and blue safety lock was not observed in the photograph. An investigation was conducted on 03/05/2024. Signs of clinical use and no evidence of blood was observed. The delivery device was observed outside the loading device with the seal in a deployed state with the white plunger fully depressed and the blue safety off, which allows for the white plunger to be depressed. A mechanical evaluation was conducted. The intact seal and tension spring assembly was removed from the delivery device with no physical difficulties. There were no cracks or delamination observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results, the reported failure "activation problem" was not confirmed. The lot # 3000330169 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) was loaded according to the IFU, the aorta was punched with the aortic cutter, and deployed the seal. The surgeon placed a finger over the seal and aortotomy. However, the seal did not fire in the delivery handle. There was no blood loss. The surgery was completed successfully using the new device. There was no procedural delay. There was no problem with the patient. Photo provided by complainant shows seal stuck in the delivery tube.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. E1 event site address added due to character limitation: (B)(6).